Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on (B)(6) 2023, patient had a right total knee arthroplasty femoral revision to address broken (fracture) depuy distal femoral prosthesis hinge. - fracture and surgical repair of knee hinge normal activity. During the procedure the surgeon observed that there was a broken hinge, and the cross pin which was removed. The femoral component was noted to have a small amount of corrosion. The 45mm intercalary body segment was cold welded and would not disassociate. Part/lot information of the removed component. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment (B)(4) medical record ad (B)(6) 2025. The photo investigation revealed that the rounded poly attached to the tibial hinge post has fractured. Additionally, based on the quality of the provided photo the product information of the impacted implant was not able to be retrieved. Although a definitive cause for device fracture is not established, consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device. If the lot/serial number becomes available, the record will be re-assessed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unknown knee tibial insert would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that on (B)(6) 2023, patient had a right total knee arthroplasty femoral revision to address broken (fracture) depuy distal femoral prosthesis hinge. Fracture and surgical repair of knee hinge normal activity. During the procedure the surgeon observed that there was a broken hinge, and the cross pin which was removed. The femoral component was noted to have a small amount of corrosion. The 45mm intercalary body segment was cold welded and would not disassociate. Part/lot information of the removed component. Affected side: right knee.